Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was not being able to adjust the stimulation. The programmer display showed a "call your dr" icon and a power on reset (por) condition. The por condition was cleared, the issue resolved, and the pt was able to recharge.